Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a "plastic filament" attached to the bd safetyglide¿ shielding sterile subqhypodermic needle. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that there was a "plastic filament" attached to the bd safetyglide¿ shielding sterile subq hypodermic needle. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation: one loose shielded safetyglide needle was received and evaluated. A long white fiber, possibly multiple fibers, were attached to the cannula near the bevel. The fm was larger than level 3 in size and is rejectable per product specification. A device history record review of the finished device as well as cannula batches showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. According to description and previously investigated similar fm, the fiber is likely plastic. Potential root cause for the foreign matter defect is associated with the needle manufacturing process.